Manufacturer narrative:
Technician found that the siderail would not latch in up position. Cause: siderail assembly was cracked. Replaced the siderail assembly to resolve this issue.

Event description:
Information received alleged that the left head siderail was cracked and not functioning.